Manufacturer narrative:
PMA/510(k) #k210476. Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk/ low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: 1 unit of lot c2049742 of echo-hd-22-ebus-o was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 06 october 2023. Unable to retract stylet and stylet cap detached upon attempting to retract due to the difficulty involved. Needle handle very difficult to advance and retract. Needle handle advanced to position 1 but the needle did not advance from the sheath. Needle removed from device and severe kink observed at location within sheath extender. Kink area further examined, and needle break observed at that location. Distal end of sheath examined where the distal tip of needle was visible and appears to be intact. Distal section of broken needle removed from the sheath. Break observed where sheath extender section would be. Distal end of needle examined, and no issue observed. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c2049742 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the notes section of the instructions for use, ifu0051 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (ifu0051). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the kink and needle break observed within the sheath extender could have been induced by the scope which in turn may have caused the needle advancement issue. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. It is stated in the patient outcome that the clinician is unsure if a remnant of the needle remained in the patient. From the lab re-evaluation the distal end of the needle was seen to be intact and the needle break was observed in the sheath extender section which would indicate that no section of the needle remained in the patient. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk/ low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
I would like to report an ebus needle used today with dr (B)(6)'s list which was faulty, "ebus needle broke inside scope during sampling, the doctor doing the procedure stated that he saw the end of the needle enter back into the shaft of needle, before taking the needle out of the scope. When removing needle from the scope, we were unable to get needle out of shaft, when trying to eject the needle out" - statement from the staff assisting procedure. The endoscopist requested to send the needle to cook medical for confirmation that the needle is intact and not broken. "As per cc form": needle seemed stiff and jammed at points during procedure. On final pass, same needle very difficult to push out, on endoscopic view retracted back into scope. On us new no needle remnant seen in target. They are unsure if needle broken and it needs cheeked asap. A section of the device did remain inside the patient¿s body. Clinician unsure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: _____________________. 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? Yes, needle seemed stiff and jammed at points during procedure. 9. Please describe the anatomical location of the intended target site. Lungs. A. If the lungs, which lymph node was being targeted? 2r,2l,4r,4l,10r,10l,11r,11l,7. 10. Please describe the size of the intended target site.normal. 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? No. 16. What intervention (if any) was required? Information not given, report attached 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Fuji bronchoscope. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? No. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Advancement of needle into node. 24. Was the syringe used during the procedure, after the stylet was removed? After stylet removed in normal way. 25. Was difficulty experienced while retracting the needle? Yes. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a. Info not given. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? Not given. 28. Was the stylet partially removed when advancing the needle into the target site? No. 29. How many samples were obtained (passes completed) with this needle? Not given info. 30. Did any section of the device detach inside the patient? Yes, although not confirmed. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Info not given. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Not given that info.

Manufacturer narrative:
PMA/510(k) # k160229 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.